Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through soft tissue density using a maxcore device. During the procedure, the outer cannula of the device allegedly failed to fire. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation.one photo was provided and reviewed. The photo shows, a maxcore device was in open packaging, and it was in initial position and also shows that the maxcore needle is covered by the needle productor and the labeling details of the device that match with the information available in trackwise. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3,h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through soft tissue density using a maxcore device. During the procedure, the outer cannula of the device allegedly failed to fire. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injury.